Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end cover insulation was below the threshold, the nozzle was clogged, the light guide cover lens was discolored, the distal end cover was discolored, the bending section rubber glue was cracked, the bending tube was shortened, the connecting tube was scratched, the universal cord was scratched, the angulation was out of specification, air/water flow was reduced due to the clogged nozzle, air supply volume was reduced due to the clogged nozzle, and the water removal was reduced due to the clogged nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no air/water supply. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.